Manufacturer narrative:
The complaint description statest that the weld holding impacting head to shaft has broken. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, (B)(4) other similar complaint ((B)(4)) was reported for the affected product code and lot combination. Critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch 5120205). This change was initiated through (B)(4). Based on the information received and the investigation performed, the root cause is related to the design of the product (old design). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Weld holding impacting head to shaft has broken. This case has been reported by the loan kit technician during loan kit inspection.